Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip and steerable guide catheter devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report during the procedure, cardiac arrest occurred possibly due to air embolism air bubbles from air bubbles noted in the delivery handle of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation, the clip delivery system (cds) (cds0701-xtw, 10910r428) had bubbles in the delivery catheter handle. Attempts to eliminate the air bubbles let to more bubbles. Therefore, the cds was not used. A second cds (cds0701-xtw, 10910r426) was prepped successfully and advanced to the mitral valve. When positioning the clip, the patient blood pressure dropped, and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient was checked for a pericardial effusion, but there was none seen. The sgc and cds were flushed, and all valves were cleared. There were no issues noted with the devices. Medication and extra oxygen were given to the patient. The patient was stabilized, and the procedure continued. However, the patient¿s blood pressure and heart rate dropped again. The patient was stabilized again, but it was decided to end the procedure as an air embolism was suspected but was not confirmed. Outside the patient anatomy, the cds was inspected and air bubbles were noted in the cds shaft. It was then thought that the steerable guide catheter (sgc0701, 10915r207) might have had a leak and not noted. There was no clip implanted, mr remained at 4. The patient was stable after the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported air in the delivery catheter (dc) handle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a cause for the reported leak in this complaint could not be determined. The reported air embolism, hypotension and cardiac arrest appeared to be related to the procedural conditions associated with the clip delivery system (cds) leak in the dc handle. Air embolism, hypotension and cardiac arrest are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical interventions, medication, and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.